Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records review was attempted for part # 398.41, lot # a7ma49. Manufacturing date: week 49 in 2003. The device history record is no longer available due to the age of the instrument (over 12 years old). The exact date of manufacture is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a general inspection of hospital equipment it was noted that a periosteal elevator had cracked and reduction forceps with points broad ratchet would grab and keep popping off. There was no patient involvement. This report is for one (1) reduction forceps with points broad-ratchet. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: the 398.41 lot number a7ma49 reduction forceps were returned and reported to no longer hold properly. This complaint condition was likely caused by over twelve years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 398.41 reduction forceps are is routinely used in the small fragment locking compression plate (lcp) system. The forceps were returned and reported to no longer hold properly. This condition is confirmed; when pressure is applied while clamping onto an object the teeth of the holding mechanism will not hold the forceps in the locked position. The forceps then pop off the clamped object. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in december 2003 and is over twelve years old. The balance of the returned device is in fairly worn condition with markings and other signs of wear along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over twelve years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.